Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found.

Event description:
The customer reported that the touchscreen is frozen. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and customer states that it was reported that screen is frozen, but unable to duplicate issue. Going to check with staff and call back in if any further troubleshooting is needed. Unable to duplicate reported problem, happens intermittently. Went through troubleshooting with touchscreen calibration and going to touchscreen diagnostic mode to check and verify touch is working at all points of the screen. Customer states he would call back if any further assistance is needed. Biomed called back and states that when he calibrates the touchscreen, he gets an error message that states "bad touch", and wants to know what that means. Advised caller to try a different touchscreen. Further information is pending.